Manufacturer narrative:
The field service rep (fsr) confirmed the reported issue. The fsr found water leaking from pvc elbow connection at input of valve 5 in the cardioplegia (cpg) circuit. The fsr removed the elbow, resealed the connection with teflon tape and tightened the hose clamp assembly. The fsr performed a release test and the unit operated to the MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the cooler heater unit was leaking water from the bottom of the unit. No other details regarding the nature of this event were provided.